Event description:
It was reported that lead helix had difficulty in retracting. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the helix will not extend or retract due to distal conductor distortion within the connector; the full lead was returned for analysis. Blood was observed in/on helix mechanism. The lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.